Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was going to be getting an MRI of their brain. The MRI procedure was reported to not be due to the device of therapy. The patient reported that they felt stimulation in their bladder, had started to become incontinent at night, had been dizzy, and was falling a lot. Stimulation in the bladder started on (B)(6) 2016 and the incontinence started in (B)(6) 2016. The patient called back to practice setting their device in MRI safe mode. It was mentioned that the patient had previously had a CT scan that was not related to their device. Additional information has been requested regarding actions, interventions, and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated.

Event description:
Additional information received from the consumer reported that related to the event, the patient saw an internist in (B)(6) 2015, had a brain scan and saw an ent in (B)(6) and had an MRI with and without contrast. It was unclear if these appointments all pertained to the event, as previously it was reported that the an MRI scan of their brain was not related to the device or therapy. It was reported the patient would go to neurologist "in future symptoms improved." Regarding whether the patient's symptoms were resolved, it was reported they were much better.